Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting no deliveries with bent cannulas. The bent cannula occurred during the first day. Troubleshooting was performed. The customer was advised of site placement options. The customer stated that the no delivery event was resolved by changing the complete infusion and reservoir set. The customer¿s blood glucose level was 600 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.